Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed, however, the noise was unable to be reproduced. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.